Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed air detected alarm. This occurred during programming in the biomed service department . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "displayed air detected alarm" was not reproduced. A review of the event history log revealed "air still detected!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.